Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on channel tube, water tightness was lost, light guide bundle had significant breakages. Adhesive on bending section cover had wear, due to wear of angle wire, bending angle in up direction did not the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope had a brush stuck in the working channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: foreign material was falling off from the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that reprocessing could not be carried out because the brush used by the customer for reprocessing was clogged. The event can be detected/prevented by following the following chapters in the instructions for use: chapter 3 compatible reprocessing methods; chapter 4 reprocessing workflow for endoscopes and accessories; chapter 5 reprocessing the endoscope (and related reprocessing accessories); chapter 6 reprocessing the accessories; chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.